Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. This type of damage most likely was induced by a process variation of the plunger rod label machine. Adjustments to the machine were done and preventive maintenance implemented. A CAPA (corrective action preventive action) has been initiated to further investigate this issue. CAPA pr# (B)(4). A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8046828 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: this type of damage most likely was induced by a process variation of the plunger rod label machine. Adjustments to the machine were done and preventive maintenance implemented.

Event description:
It was reported that bd posiflush¿ normal saline syringe had broken flange before use. Customer¿s verbatim: ¿before using, it was fond that the flange broken and not used on patient."